Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: I have no further information. It was reported that "the thread broke more than once and also seemed to be thinner in some places and thicker in others" please confirm the number of sutures that broke and seemed to be thinner during this procedure. When did the suture break? (In the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2024 and barbed suture was used. During the procedure, the thread broke more than once and also seemed to be thinner in some places and thicker in others. No adverse patient consequences were reported. Additional information was requested.